Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lcd lens was found to be broke and lead flex cover corroded. The ring and side bail covers, ring, and side bails were missing. The battery release, battery drawer, heart block, and heart wire contacts were contaminated.

Event description:
It was reported the device does not turn on. No patient involvement or complications were reported as a result of this event.